Event description:
Manufacturer received a report that the power wheelchair user was going forward down a ramp and the wheelchair tipped slightly forward. User made a report of an unspecified injury. The chair was not ordered with anti-tippers. Manufacturer inspected the wheelchair and it was operating normally. Manufacturer will supply end user with anti-tippers for the wheelchair.

Manufacturer narrative:
Manufacturer inspected the wheelchair and found that it was operating as intended. The user was going forward down a ramp and the chair tipped forward. The user did not order anti-tippers on the wheelchair. Manufacturer will provide anti-tippers.